Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: her blood glucose (bg) has been 200-400 mg/dl for past 3-4 days, and she feels severely nauseated at times, moderately light headed with blurry vision. Her health care professional (hcp) has made programming adjustments with no improvement of bg. She has changed her sites 3 times and opened fresh vial of insulin with no improvement of bg . Hcp has removed patient from pump . Patient states she removed pump just prior to call and is using alternative form of insulin delivery. States she changes her site/set/ cartridge every 3-4 days when no issue with bgs. Rotates sites and states no issues with current site, connections secure. No issue with bent cannula noted. Prime history shows pump was primed (B)(6). No air seen in tubing or cartridge, no leaking present, connections secure. Pump primes and delivers air bolus appropriately. States she stores insulin in refrigerator, keeps current vial at room temperature. Insulin is clear, not expired, uses humalog. States there is no change in activity, health, diet or medication and the pump has not been exposed to any type of x-ray or MRI. Customer support review pump: verified I:c, isf, bg targets and iob programming. States settings have been adjusted per hcp most recently yesterday (B)(6) 2013. Patient using recommended dosing per pump. No associated alarms in history. Pump suspended per hcp (B)(6) 2013 . Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history for past week; basal amount prior to basal change (B)(6) are 16.12 to 16.35 u/24 hours. Basal programmed 24 hour total currently is 19.2 patient states basal is programmed correctly and temporary basal not used. Cs advised patient that no defect was found and that pump replacement may not improve her bg management. Instructed her to continue using alternative form of insulin delivery until replacement pump arrives. Reviewed correct fill cannula amount to use and informed sites should be changed every 2-3 days. Pump will be replaced due to hcp request. This complaint is being reported as a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: a review of the pump history showed the last basal and last bolus deliveries occurred on (B)(6) 2013. There were no alarms outside normal use observed in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No errors, alarms, or warnings occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No defects were found on investigation.

Manufacturer narrative:
Additional information:on (B)(6) 2013 the patient contacted animas customer technical support to advise that since she received her replacement pump, her blood glucose levels have been back to normal.